Event description:
It was reported that the patient experienced extracardiac stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds, variable thresholds, rising impedance, variable impedances and a sensing failure. The rv lead was initially reprogrammed and then capped and replaced. Further no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.